Event description:
The customer reported the system displayed an interlock failure and would not reboot. There is no report of death or serious injury associate with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The loose connection on power motor relay board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.